Event description:
An optometrist reported that following bilateral lasik surgery, the patient presented with dry eyes and superficial punctate keratitis (+3 spk) in both eyes. The patient reported that this is affecting her vision for night driving. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Evaluation summary: the system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A technical root cause could not be determined as the system was performing within specifications and as intended. (B)(4).